Event description:
It was reported that the asymptomatic patient had presented to the clinic after receiving a vibratory alert. The device was post-paced t-wave over-sensing on the ventricular lead noted on the stored egm. The device was reprogrammed and the patient was scheduled for further follow up visits.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.